Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the drop in purge flow was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 51-year-old male with new-onset heart failure presented in cardiogenic shock and underwent implantation of an impella 5.5 for left-sided mechanical circulatory support. He initially responded to support; however, after 5 days, the patient developed progressive right ventricular failure. A multidisciplinary heart team elected to implant an impella rp flex to provide right-sided mechanical circulatory support, initiating bipella support. He was subsequently transferred to a higher-level cardiac center for consideration of advanced heart failure therapies, including potential transplant or durable support strategies. Per protocol upon arrival at the receiving institution the automated impella console (aic) was switched. Shortly after switching consoles, the following changes were noted: pulmonary artery (pa) placement signal increased abnormally, purge flow decreased. To address possible thrombus or obstruction in the purge pathway, tissue plasminogen activator (tpa) was infused into the purge. Throughout this event the motor current remained unchanged, suggesting maintained pump function there were no alarms were displayed on the aic and there was no interruption in mechanical support were reported. Approximately 12 hours after administration of tpa, the: pa placement signal returned to normal, and purge flow normalized. These findings were consistent with restoration of appropriate sensor and purge line function. The patient remained on bipella support, with ongoing hemodynamic improvement. After an additional 6 days, his condition warranted escalation to extracorporeal membrane oxygenation (ECMO) as part of advanced heart failure management. Following stabilization on ECMO, the patient successfully underwent heart transplantation.